Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had buttons had erratic response. Customer's blood glucose level was 242 mg/dl. Customer also stated that the scroll bar was not moving with no input. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with temporary unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or selftest due to unresponsive keypad.